Manufacturer narrative:
Our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed that the syringe barrel has two brown colored specks, one at the 8 and the other one at the 9 graduation of the syringe barrel scale marking. It was determined that the specks are embedded degraded resin. Bd determined that the cause of the failure was associated to our manufacturing process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. A CAPA has been generated to correct this manufacturing error and prevent further reoccurrence of the confirmed failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak had foreign matter the following information was provided by the initial reporter: it was reported by the customer that the syringe that had some reddish-brown spots on the barrel. Verbatim: rcc received a complaint via email. Email(s) attached. On 01/30/2024, we discovered a syringe that had some reddish-brown spots on the barrel. We have not previously encountered this spotting. The product information is as follows: 20ml syringe bulk sterile convenience pak. Ref: (B)(4). Lot no.: 3275180. Expiration date: sep-30-2028. Number of syringes affected: 1. The syringe was quarantined so nothing with the spotting was distributed to patients (no patient harm from event).